Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation, a "low expiratory pressure" error code occurred. The sensor board needs to be replaced to address the reported issue/malfunction. In addition, the customer requested no repairs be done at this time. The unit will be returned unrepaired.